Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, that the technician confirmed lens had remained intact inside the wheel, and no abnormalities were noted. There was no tension in the shooter, as it had easily moved the lens into the eye, it was also stated that the cartridge was filled with the appropriate amount of viscoelastic. However, the iol had sheered off one of the haptics at the midline. The chip in the iol had caused a bleed, leading to ocular hyphema secondary to a torn iris. The shooter was subsequently removed from service. Surgeon excised the damaged lens and successfully implanted another posterior chamber iol in the capsular bag. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).